Manufacturer narrative:
The hill-rom technician found the scale board needed to be replaced. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all per the hill-rom user manual, warning: the patient position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound patient risk assessment and protocol to prevent personal injury. Per the hill-rom user manual the advanta bed must be zeroed for the out of bed mode to work properly. For bed with scales, follow the instructions for zeroing the scale. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the scale board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit was not sounding at the bed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).